Event description:
It was reported that the pump intermittently shut off unexpectedly. Reportedly, the customer turned the pump back on and resumed insulin delivery successfully. The customer declined further troubleshooting with tandem technical support. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.